Manufacturer narrative:
One device was received for evaluation. The device had not been serviced in the past 12 months. The reported issue was confirmed through visual inspection as the downstream occlusion (dso) seal was delaminated. The dso seal was replaced and calibrated. The device then passed all tests after repair.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a detached downstream occlusion (dso) seal. There was no patient involvement.